Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zoe e.m, brodie r, adina t, geurpreet s.d, neil j.w. Patient outcomes following reduction and association of the scaphoid and lunate: a retrospective cohort study. Cc by 4.0 · j wrist surg. Doi: 10.1055/a-2537-2648 (citation on pubmed: not found). Objective/methods/study data: the objective of this retrospective study was to investigate patient outcomes following the reduction and association of the scaphoid and lunate (rasl) procedure. Between 2012 and 2024, a total of 25 patients, 17 male and 8 female, with an average age of 37 years (sd 10.7) at the time of injury were included in the study. All patients were treated with rasl procedure for scapholunate interosseous ligament (slil) injuries. The average time postsurgery was 4.6 (sd 2.8) years at the time of follow-up, with a minimum time since surgery of 1.0 years and a maximum of 9.6 years. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: 3.0-mm smooth shafted cannulated headless compression screw. Adverse event(s) and provided interventions possibly associated with unk - screws: cannulated headless (qty: 1): - 47-year-old, female, had fracture of proximal pole of scaphoid intraoperatively. Intervention was not discussed. Adverse event(s) and provided interventions possibly associated with unk - screw cannulated (qty: 1) - 41-year-old male experienced complications from a fall, resulting screw displacement which led to the failure of the rasl; a salvage procedure was performed (four-corner fusion). Adverse event(s) and provided interventions possibly associated with unk - screw cannulated (qty: 1) - 30-year-old male experienced styloscaphoid pain; a screw removed electively. Adverse event(s) and provided interventions possibly associated with unk - screw cannulated (qty: 1) - 42-year-old female had screw removed at the surgeon¿s recommendation because of excessive lucency around the screw head in the scaphoid. Adverse event(s) and provided interventions possibly associated with unk - screw cannulated (qty: 1) - 47-year-old female had screw removed at the surgeon¿s recommendation because of excessive lucency around the screw head in the scaphoid. Adverse event(s) and provided interventions possibly associated with unk - screw cannulated (qty: 1) - 19-year-old male had screw removed at the surgeon¿s recommendation because of excessive lucency around the screw head in the scaphoid.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h6. Component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.